Manufacturer narrative:
H11: the device was received for evaluation. The device was able to successfully load and run a set without any system errors. The event history lot was reviewed and the system error 21502 was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event the reported condition was verified. The cause of the condition could not be determined. Calibration and testing will be performed to ensure the intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had flange sensor error (se21502) during an unspecified process step . There was no report of patient injury or medical intervention associated with this event. No additional information is available.